Event description:
It was reported that the ilet pump did not charge on the charging pad; the user removed the belt clip, placed the pump screen-up on the pad, tried a different outlet, and observed the pad blinking, consistent with a charging problem involving the battery charger component. Customer care arranged for immediate replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.